Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a broken tie rod. Additional patient information is not available.

Manufacturer narrative:
B5 narrative was corrected to reflect a more accurate depiction of the event that took place. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Correction: based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.